Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hyperglycemic episode reaching a peak of 401mg/dl confirmed by fingerstick and sensor. Per the user's log report, insulin was being delivered, but the user was not receiving it. The user did a full supply change to resume insulin delivery. Glucose levels were confirmed as trending down. The user experienced confusion but did not require any further outside intervention.